Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The irritation was described as skin starting to break, an open area under the brown electrode. There was no alleged device malfunction. The patient consulted a wound nurse and the irritation was covered with a dressing. The patient's irritation was reported as healing.